Event description:
"Dealer states was testing unit before putting out to customer - was charging in a car for about 30 minutes - checked on unit and it was not even warm. Plugged back in and charged another 30 minutes. When they took it out, the black plastic around the charger where it plugs into the car port, had melted. Unit was never released to a patient."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date (B)(4) is approximately 7 months of age. The owner's manual part number 1156872 (rev c jan-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.